Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR report #2916596-2017-01481. (B)(4). Approximate age of device ¿ 2 years 2 months. Device evaluation: heartmate ii, vad-16726, was returned. The inflow conduit flex section was cut and returned in two pieces and the inlet elbow was detached from the pump. Approximately 2 inches of the sealed outflow graft was returned, but the outflow graft bend relief was not returned. A bend relief collar was present. The driveline was severed approximately 5.5 inches from the pump housing. An additional portion of the severed driveline, approximately 13.5 inches, was returned. Evaluation of vad-16726 found the presence of a deposition inside the pump. The outlet stator revealed a red, soft deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball suggested that it was likely present while the device was supporting the patient. The deposition may have obstructed flow. However, the origin of the deposition and the duration of its presence in the pump could not be conclusively determined. The pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient underwent a pump exchange on (B)(6) 2017 due to suspected short-to-shield driveline compromise. The patient was reported as symptomatic. Upon analysis of the returned lvad, thrombus was observed.